Event description:
It was reported that an ilet pump did not charge despite outlet changes and an hour on the charger, with a solid green light observed, consistent with a device battery issue and energy storage system concern. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.